Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after the microsensor was implanted, the icp reading was always negative. Three days later, the icp readings were still incorrect and negative, therefore the physician retrieved the microsensor and stop monitoring.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (B)(4) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 7378411 sn (B)(6) , conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed: - catheter crimped, stretched 12.5 cm distal end and sticky residue along catheter body. - the icp express read 560 and zeroed without any issues. - the device passed electronic, noise, linearity/hysteresis, and signal drift tests. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.